Event description:
Pt was receiving treatment and pt reported pain in their arm. An x-ray was performed on the arm and it was noted that the catheter fractured. A chest x-ray was performed and confirmed fracture. Percutaneous retrieval was done for fragmented piece and this piece was sent for culture per hosp policy.